Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 7. The technical service representative (tsr) explained the alarm and had the home patient (hp) cycle the power to clear it. The tsr explained that the hp would need to start over with new supplies. The hp wants to finish with manual supplies. The tsr advised the hp to call the nurse within 24 hours and let her know what happened. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number is unknown therefore a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).